Event description:
It was reported that the procedure was to treat a lesion in the internal carotid artery. An unspecified stent implant was deployed. The 7.0mmx20mmx135cm viatrac plus balloon dilatation catheter (bdc) was unpackaged without issue, and soaked and prepped with no issue noted during preparation. The viatrac plus bdc was successfully advanced to the target lesion and successfully used for post-dilatation of the unspecified stent implant. Reportedly, there was no issue noted during inflation or deflation of the viatrac plus bdc. However, during withdrawal of the viatrac plus bdc, resistance was met with an unspecified guide wire. The viatrac plus bdc was able to be removed with slight force, and the procedure was successfully completed at that time. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.